Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the front case keypad of the three pcu modules will be replaced. No further information is available.

Event description:
It was reported that allegedly the front case keypad of the three pcu modules will be replaced. No further information is available.

Manufacturer narrative:
Investigation conclusion: the customer¿s report that the front case keypads of three pcu modules will be replaced was confirmed on the returned keypads. Test results identified, on one of the three received keypads, ac indicator light not illuminating and the system on key not functioning as intended. Further testing observed the rest of the keys were able to function as intended. Test results identified, on the other two of the three received keypads, that certain keys were not functioning as intended. Device inspection: external and internal inspection was performed on (qty 3 printec p/n tc10012515). During external inspection, the keypads were observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assemblies were observed with signs of contamination where the flex cable meets the circuit layer and broken flex cable traces. Root cause analysis: the proximate cause of the customer¿s report the front case keypads of three pcu modules will be replaced is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15600847 service history record showed the device had a manufacture date of 13jun2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 20nov2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only keypad was received for investigation